Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter does not measure heart rate (hr) accurately. They stated that the unit will sometimes give inaccurate or no readings at all and that they were using known good leads and fresh batteries. When qa asked what the readings were supposed to be and what was reported, the biomed that called the ticket in stated that unit was sitting on the repair shelf with a note and does not know who reported the complaint to ask more details. They stated that they will try it on themselves and see if they can recreate the issue, but they have not had the chance to test it yet. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter does not measure heart rate (hr) accurately. They stated that the unit will sometimes give inaccurate or no readings at all and that they were using known good leads and fresh batteries. When qa asked what the readings were supposed to be and what was reported, the biomed that called the ticket in stated that unit was sitting on the repair shelf with a note and does not know who reported the complaint to ask more details. They stated that they will try it on themselves and see if they can recreate the issue, but they have not had the chance to test it yet. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitter was not measuring heart rate (hr) accurately, intermittently giving inaccurate readings or no readings at all. They were using known good leads and fresh batteries. The bme did not have any other details regarding the issues with the readings. No patient harm or injury was reported. Investigation summary: as the device was not returned for evaluation, a root cause cannot be determined. The issue of inaccurate values could not be confirmed. Per the operator's manual for the zm-530p, a possible root cause could be that the pacing detection setting on the monitor is not correct. The customer should turn off the pacing detection settings on the receiving monitor when the patient does not have a pacemaker. The causes outlines in the operator's manual indicate that the root cause is likely related to use error and patient conditions. A serial number review of the reported device does not reveal additional complaints relating to inaccurate values. A complaint history review of the customer's account does not reveal complaint reporting of similar events.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter was not measuring heart rate (hr) accurately, intermittently giving inaccurate readings or no readings at all. They were using known good leads and fresh batteries. The bme did not have any other details regarding the issues with the readings. No patient harm was reported.